Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer might have bumped the pump against the door while wearing it in the pocket. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had humalog pens as alternate insulin therapy.